Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -10.5 into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens and the problem resolved. The cause of the event was reported as unknown.